Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot# 0211687413, implanted: (B)(6) 2019, product type: lead. Product ID: 37082-40, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: extension. Product ID: 37082-40, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3887-56, serial/lot #: (B)(4), ubd: 13-may-2020, UDI#: (B)(4). Product ID: 37082-40, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). Product ID: 37082-40, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4), report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection inside the device¿s pocket. It was noted that the ¿patient scratched over the skin over the connection between the lead and extension, provocating injury and infection in the zone.¿ the patient¿s implantable neurostimulator (ins) and extensions were explanted and discarded as a result of the event and their leads remained implanted and out of service. The physician involved with the event took samples from the patient¿s device pocket and blood to culture; however, the type of organism cultured was not specified. The issue was unresolved at the time of report. The patient was administered antibiotic treatment as a result of the event. It was noted the infection issue occurred at the patient¿s device pocket, lead extension connection location, and extension location and that the patient experienced a temporary injury with an interventional surgery. The event did not lead to or extend patient hospitalization. There were no further complications reported or anticipated.